Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flogard infusion pump with "damage, infusion not lower" was not confirmed and not duplicated during product evaluation. The pump passed testing. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "damage, infusion not lower." The facility later clarified that the malfunction of the device was that the "equipment will not dispense." This condition was found in the ER upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.